Event description:
Per the clinic, the patient experienced head trauma on the side of the cochlear implant causing the internal receiver/stimulator and coil were displaced inferiorly. The device was explanted under general anesthesia on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.